Event description:
It seems that the use of a catheter causes the monitor to reboot, further information has been requested for a better understanding of the situation.

Manufacturer narrative:
Initial: details of this case have been requested.